Event description:
The customer reported that he bolused but his blood glucose continued being high. The caller stated that the drive support cap was sticking out, but he pushed it back in. The customer mentioned that he was disconnected from the device, ran 7 units and barely anything came out. The blood glucose reading was 340mg/dl. The customer agreed to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.